Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study: it was reported that the patient expired. In (B)(6) 2015 a 21 watchman (tm) laa closure device & delivery system was successfully implanted during a left atrial appendage (laa) closure procedure. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. It was reported that the patient expired in (B)(6) 2016. The cause of the death is unknown.

Manufacturer narrative:
Describe event or problem , patient code: updated conclusion code corrected from (B)(4). Device evaluated by MFR: based on additional information, the most probable root cause for this event was changed to ¿undeterminable¿, indicating a review of all available information failed to confirm a probable root cause. There was no evidence of any specification non-conformances related to the device. (B)(4).

Event description:
It was further reported that the patient was hospitalized with acute kidney failure 2 days prior to their death. The user physician indicated the death was attributable to right heart failure. There were no clinical signs of pericardial tamponade. Chest x-rays were not available for review. The user physician concluded there was no association with the implanted watchman device, and no evidence of a serious device related adverse event.